Event description:
It was reported that the right ventricular lead was undersensing and the r-waves were low. The threshold was also noted to have declined. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2012. (B)(4).